Event description:
Boston scientific received information that it was not possible to interrogated this device. Troubleshooting was performed to identity the device ID under x-ray. Technical services was contacted and discussed troubleshooting. It was also noted that putting a magnet over the device was not producing any beeping and when inducting very low bradycardia no pacing was seen. With this information it was suspected that the battery was depleting. It was noted that the field representative will perform a complete interrogation with manual software interrogation mode and will try to change the programmer and the location of interrogation. Upon further information this investigation will be updated. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that it was not possible to interrogate the device as the battery was depleted. A new device was implanted and the old device will be returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was returned with the device case swollen. All seal plugs were intact and the setscrews moved freely. It was confirmed that the device could not be interrogated and had no telemetry. The reason for the no telemetry was due to a depleted cell. The reason for the depleted cell could not be determined as a high correct drain was not present during analysis. It was observed that the cell voltage dropped after it was removed from the power source, however analysis of the battery concluded that the cell has no defects that would account for early battery depletion. Laboratory analysis also noted that therapy was not available at the explant. Laboratory analysis confirmed the reported clinical observations.